Event description:
Litigation papers allege patient has suffered significant discomfort, pain, stiffness and, upon information and belief, loosening of the hip, all of which results in difficult and painful mobility and ambulation, all of which is ongoing, and has or is at risk of metal toxicity from this implant, and needs ongoing care and treatment. Update: 6/7/2012 - medical records were received. The revision operative report indicated increasing pain, elevated metal ion levels, marked metallosis. It was noted that the surgeon felt the metallosis was coming from trunnion reaction and not a true wear out of the asr bearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.